Manufacturer narrative:
On 05-sep-2019, mentor completed the investigation based on a photo of the suspect medical device. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. Upon visual inspection of the picture, it can not observed the implant condition because the capsular contracture tissue. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. All mentor product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. A manufacturing record evaluation was performed for the finished device 6613975 number, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 650cc mentor memorygel breast implant, catalog # 3506501bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a 650cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The rupture was confirmed by MRI. In addition, the patient also suffered unexplained symptoms, including pain of both shoulders, right-sided pain (around implant, neck, and arm), right-sided numbness and cold hand. As a result, the patient underwent explantation on (B)(6) 2019.